Event description:
This lv lead was implanted on (B)(6) 2010. A call to technical services on (B)(6) 2012, states that dr. (B)(6), states that patient's lv lead impedance had risen from 500 to 2000 ohms. Everything else is fine. He will continue to monitor. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).